Manufacturer narrative:
The cutter was visually inspected for damages, and a tooth has broken off of the inner cutter. The broken tooth was not received with the complaint. Also, interference was noticed inside of the cutting window. The driveshaft was hand spun and interference was felt. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), friction due to cutter assembly and housing assembly interaction, poor or no suction, or debris got caught in the cutting window. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cutter flaked. Although there was patient involvement, there was no report of adverse consequences at the time this event was reported. The product was received for investigation and it was found that one tooth broke off from the cutter tip.